Event description:
Device malfunction: balloon rupture, detached distal marker. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a revascularization procedure in the common iliac artery, the agiltrac balloon ruptured at 12atm at the lesion site. The procedure was completed using another agiltrac balloon catheter. There were no reported adverse patient effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.